Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 21, 2023.

Manufacturer narrative:
This report is submitted on april 14, 2023.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator and coil close to the pinna (specific date not reported). Subsequently, the patient underwent a repositioning surgery on (B)(6) 2023, however, the electrode array was displaced, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.